Manufacturer narrative:
Conclusion: the actual suture and needle were returned for evaluation. The sample foil pack was in a crumpled condition. The foil pack inspected for any damaged and around 18 pinholes at the top label side and around 18 pinholes at the bottom cavity side of the pack were observed. The needle and suture were inspected and had an appropriate swaging mark. The suture was broken from the center of the suture length with suture fraying observed on the broken pieces. As pinholes were observed on the foil pack and the suture being synthetic absorbable might have absorbed moisture through the pinholes and the potential cause for the pinholes could be the handling and storage of the foil packs. Conclusion: retained samples were evaluated. Samples were visually and functionally evaluated. Upon evaluation, samples were found to meet specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a dislocation hip procedure on (B)(6) 2014 and suture was used. During the procedure, the suture broke in the middle. No adverse patient consequences were reported.